Event description:
Approximately 1 yr after initial surgery, two screws in the construct separated. It is unk which spine levels were involved in the original construct, and which screws were affected in the reported event.

Manufacturer narrative:
(B)(4). It was reported that revision surgery occurred (B)(6) 2012. The affected components have not been returned to nuvasive for eval. Root cause of the reported event has not been determined, however, the report indicates the event may be associated with non-union of spine segments. Should the product be returned, investigation will resume and any relevant info will be reported. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."